Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the black box data showed dates from (B)(6) 2015. Reboots were observed in the black box data. A visual inspection of the pump showed that the battery compartment was cracked. The battery compartment had stripped threads. Evidence of moisture contamination was found on the returned battery cap. The returned battery cap was unable to fully tighten on to the pump; however, no power loss was observed with the returned that. The battery cap contact dimensions were found to be within specifications. The pump was exercised for 24 hours with no power loss. The pump failed a leak test at the battery compartment. The pump cover was removed and no further moisture ingress was found. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. The battery cap's yellow o-ring was reportedly visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.